Event description:
User reported false positive result. Negative by 2 follow up tests on same day. Type or method of follow-up test not specified.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.